Event description:
Pt came in for a tube change. The tube had been in since 2001. The end of the catheter was broken off when co began. Co retrieved the loose end (pigtail) of the catheter with a snare catheter.